Event description:
It was reported that the ilet charger¿s original power cord was defective, emitted a beeping noise, failed to power the charger, and had exposed wiring near the base of the port, while the charger base functioned with an alternate cord. No adverse clinical symptoms during the event reported. Outcomes included no injury, no medical intervention, and device replacement arranged. Investigation included agent confirmation of details, verification that the charger base operated with a different cord, and logistical replacement of the affected charger. Investigation of this case revealed exposed conductors and an electrical malfunction localized to the power cord rather than the charger base. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the power cord consistent with physical damage at the strain relief.

Manufacturer narrative:
Initial.